Manufacturer narrative:
(B)(4). Pump received with blank display. Unable to perform the displacement test, sleep current test, active current test and self-test due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and corroded battery tube.¿test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube and chipped belt clip rails. Blank display due to moisture damage on the pcba 1, pcba 2, harness assembly and corroded battery tube. Moisture damage found on the pcba 1, pcba 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Cosmetic damage confirmed at the back of the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) railing of the pump damage. The location of the damage at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884l.troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device was returned for analysis.